Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly, which is part of the device's power module. Physio observed heat damage on a transistor, designator q6, but was unable to determine a further root cause for the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on. They tried a charged battery from another device and the device would still not power on. There was no report of patient use associated with the reported event.